Event description:
It was reported that during the removal of a bd arterial cannula, the catheter detached from the catheter hub and remained in the patient. The patient then had to have the retained catheter removed by a vascular surgeon.

Manufacturer narrative:
Inconclusive - investigation is still in progress. A sample was sent to manufacturing site. Once the investigation is complete, a supplemental report will be filed.